Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient heard a single beep tone from the controller and the battery switched to the other port. The battery was replaced and there was no reported effect on the patient. Investigation is ongoing.

Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a power switching event involving this battery on (B)(4) 2015. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. A power disconnect alarm was not observed during log analysis, which would most likely explain the "beep" alleged in the complaint. It's possible the beeping can be attributed to fretting of the controller power port pins, however, this cannot be verified as the controller was not returned. Given the available information, the most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Given the available information, the most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.